Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Reportedly, customer continued to use pump for insulin therapy and manual injections if needed. There was no adverse impact to customer's blood glucose level.